Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 255 mg/dl. In addition it was reported that the wake button was stuck and that a cartridge alarm (alarm 25) occurred. Lastly, it was reported that the pump touch screen had black lines on some parts of the screen. Reportedly, the display issue did not block any graphics or text. Customer reverted to manual injections for insulin therapy.